Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells 61887380. 00801803602, femoral head 12/14 taper, lot: 62122119.

Event description:
No additional event information to report a this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified dark debris and a circumferential groove pattern is seen on surface of the conical taper for the head and signs of being implanted / worn / nicks/ dings for the neck. The head and neck were submitted for further analysis. Analysis determined this taper was assigned a modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris¿ for the head. A consensus modified goldberg score of 1 was determined for the neck. A score of 1 corresponds to ¿fretting on <10% of the surface and no corrosion damage¿ device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown cup, unknown. Unknown, unknown liner, unknown. Implanted: 2012. Explanted: (B)(6) 2017. Report source: legal. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00263. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient¿s hip was revised approximately 5 years post implantation due to pain and cobalt poisoning. No further information has been provided at this time.